Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with the healthcare professional (hcp) indicated the pump was replaced on (B)(6) 2019. It was replaced the following day after the incident. It was noted another rep covered the case, has possession of the pump, and has returned the pump for analysis. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found the pump hybrid was damaged by radiation. All previously reported method, result, and conclusion codes no longer apply to the event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professionals (hcps) and a company representative regarding a patient receiving hydromorphone (15 mg/ml at 2.502 mg/day), bupivacaine (10 mg/ml at 1.668 mg/day), and droperidol (1 mg/ml at 0.1668 mg/day) via an implanted pump. The indication for pump use was malignant pain. On (B)(6) 2019 the managing physician reported that he was seeing codes 116 (potential underdose-due to pump memory error-myptm may not accurately access the myptm settings), 101 (potential underdose-a pump reset has occurred-infusion is set to minimum rate), and 87 (potential loss of therapy-the pump is in safe mode-therapy is running in minimum rate) in the logs. The pump was delivering hydromorphone (15 mg/ml at 0.096 mg/day), bupivacaine (10 mg/ml at 0.064 mg/day), and droperidol (1 mg/ml at 0.0064 mg/day) in minimum rate mode. Per the physician, the patient was undergoing radiation and had radiation on (B)(6) 2019. The patient also had an MRI on (B)(6) 2019. The hcp stated that she did not see anything in the logs that read "safe state" or "minimum rate". She only saw a pump motor stall at 10:09 am and the recovery at 11:10 am on (B)(6) 2019 due to the MRI and a bolus rejected on (B)(6) 2019 but assumed that was due to the patient "clicking too early¿. The physician stated that he was going to decrease the patient¿s dose because he was feeling better with the pump at minimum rate. Per the physician, the patient was part of an experimental trial and was getting steroids and had been feeling much better. The trial started a week and a half ago. The hcp then refilled the pump. The expected volume was at 6.1 ml and they pulled out 5.5 ml. The new pump programming was hydromorphone (15 mg/ml at 1.5 mg/day), bupivacaine (10 mg/ml at 1 mg/day), and droperidol (1 mg/ml at 0.1 mg/day) and the message screen was resolved. Additional information was received later the same day ((B)(6) 2019) from a company representative who reported that after the pump had been updated there was still an audible pump alarm that was heard. The pump logs indicated that at 11:46 am the pump defaulted to minimum rate mode due to reset from a firmware error. They tried re-programming and updating the pump, but it continued to alarm. At 12:23 pm, it defaulted again to minimum rate mode. The physician then decided to replace the pump tomorrow ((B)(6) 2019). No further complications were reported/anticipated.